Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed. A field service engineer discovered that the bearing cages on the rails were both bent and damaged. He proceeded to remove the drawer from the station and replaced the old rails with new ones. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that pyxis medstation es system drawer is extremely difficult to to open and close, resembling a situation where it may be obstructed or misaligned. A customer reported that user were not able to issue medication to patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer discovered that the bearing cages on the rails were both bent and damaged. They proceeded to remove the drawer from the station and replaced the old rails with new ones and put the drawer back together and reinstalled it into the device to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system drawer was extremely difficult to open and close, resembling a situation where it may be obstructed or misaligned. A customer reported that user was not able to issue medication to patient during the malfunction and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.